Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood in the hub, balloon and lumen. The balloon was loosely folded. The tip, balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material, 2mm proximal of the distal markerband. The tip was found to be damaged, the hypotube had numerous kinks and the inner shaft was damaged (buckled) for 12mm inside the balloon body. Inspection found the rest of the device free of damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 2mm x 40mm x 145cm coyote(tm) es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.